Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known procedure included in the study. Detailed product information was not provided to bsc, and was unavailable per the customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that the study subjects experienced flow impairment during jetstream therapy, in some cases requiring adjunctive treatment. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "insights into flow impairment associated with jetstream atherectomy." The study referenced was a multicenter retrospective study that evaluated 241 patients (308 lesions) treated with jetstream between november 2022 and december 2024. Chronic total occlusion was observed in 19.5% of lesions, with pacss (peripheral arterial calcium scoring system) grade 4 calcifications in 63.3% of lesions. Single-cutter and expandable-cutter catheters were used in 37.0% and 77.2% (blades-up 99.5%) of cases. Embolic protection was applied in 49.7% (filter 17.9%, popliteal external compression 35.7%). Jetstream related flow impairment occurred in 17.2% of cases. Diabetes mellitus was an independent risk factor, while popliteal external compression significantly reduced the risk. Flow was restored in 91% of cases with adjunctive treatment; five showed no improvement. No major amputations or acute occlusions occurred. Jetstream carries a measurable risk of flow impairment, particularly in diabetic patients, while popliteal external compression appeared effective for prevention. No further details were provided regarding patient or device specific information.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known procedure included in the study. Detailed product information was not provided to bsc, and was unavailable per the customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature that the study subjects experienced flow impairment during jetstream therapy, in some cases requiring adjunctive treatment. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "insights into flow impairment associated with jetstream atherectomy." The study referenced was a multicenter retrospective study that evaluated 241 patients (308 lesions) treated with jetstream between november 2022 and december 2024. Chronic total occlusion was observed in 19.5% of lesions, with pacss (peripheral arterial calcium scoring system) grade 4 calcification in 63.3% of lesions. Single-cutter and expandable-cutter catheters were used in 37.0% and 77.2% (blades-up 99.5%) of cases. Embolic protection was applied in 49.7% (filter 17.9%, popliteal external compression 35.7%). Jetstream related flow impairment occurred in 17.2% of cases. Diabetes mellitus was an independent risk factor, while popliteal external compression significantly reduced the risk. Flow was restored in 91% of cases with adjunctive treatment; five showed no improvement. No major amputations or acute occlusions occurred. Jetstream carries a measurable risk of flow impairment, particularly in diabetic patients, while popliteal external compression appeared effective for prevention. No further details were provided regarding patient or device specific information.